Event description:
The MFR received info alleging a ventilator alarmed and the screen went blank while the device was in pt use. There was a delay before the ventilator started to work again. The pt required manual ventilation. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.